Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator change-out, the right ventricular lead insulation appeared cracked or damaged at the proximal end of the lead. The patient's vein was totally occluded. The physician elected to repair the lead by turning a lead cap into a sleeve and using medical adhesive to adhere the -sleeve- to the damaged part of the lead. The patient will be monitored normally.